Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event was found to be a duplicate of a separate complaint. The device was not returned.

Event description:
It was reported that there was no lubricant in the water sachet ("silver packet").

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was no lubricant in the water sachet ("silver packet").